Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced st elevation and hemorrhagic stroke. The patient died. Patient had a redo pvi (pulmonary vein isolation) operation under ga (general anesthesia). Carto3 system was used for mapping the left atrium with the octaray. As the octaray was pulled out and qdot was being introduced through the agilis sheath, it was noticed that patient had st elevation. Qdot was pulled out and doctor commented that there was some air that came out of the sheath. The staff and doctor attended the situation and called for additional cardiologist support. However, the patient stabilized, and no further intervention was required. At this point qdot was reintroduced. The required lines were ablated with the combination of qmode plus and qmode. The case was successfully completed and patient left for recovery. About an hour or so later, the patient was found unresponsive and a neurological event was suspected and he was brought straight to CT (computed tomography). According to information provided the patient was found to have had a hemorrhagic stroke. The patient was moved to another hospital for further treatment and evaluation. The physician's opinion on the cause of this adverse event was a subarrachonoid haemorroid due to intracranial aneurysm. The patient required extended hospitalization by one week and received a CT and brain scan. However, the outcome was death. The procedural act (activated clotting time) was 311. There was no evidence of char during the procedure. Past medical history includes mild coronary disease and hypertension.

Manufacturer narrative:
Per internal review on 20-jun-2025, it was determined that this event is not FDA-reportable for the following reasons: although the st elevation is likely a result of air from the sheath, it is still being conservatively reported as the physician did not specifically report the cause of the st elevation and it occurred after qdot was removed from the body. No further intervention was required for the st elevation and the prolonged hospitalization was due to the neurological event (hemorrhagic stroke) that is associated with the intracranial aneurysm. There were no malfunctions with any bwi products, that would cause them to be suspected devices and based on the current information, the factors that contributed to the death (intracranial aneurysm) were not correlated with bwi cardiac ablation devices. This event is not FDA reportable and therefore no further updates will be sent regarding this event. Manufacturer's reference number: (B)(4).